Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 3 weeks after the dental implant was installed in intraoral region #21, it was verified its non- osseointegration. The 45 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type I.